Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. The battery compartment is reportedly cracked, the battery cap is not damaged but is not able to be tightened properly to the pump and the yellow o-ring is visible. The battery cap was reportedly replaced one to three months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data revealed records of rebooting. The alleged damage to the battery compartment was confirmed; the battery compartment was cracked. The returned battery cap was damaged; the threads on the battery cap were stripped and not able to secure properly to the pump. The battery cap contacts all measured within the required specifications. A test cap was used to complete the investigation. The pump powered on normally without alarm and was exercised for 24 hours without any issues occurring. Investigation confirmed the damage but did not duplicate the power complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.